Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 18mar2020.

Event description:
The customer biomed is reporting the v60 touchscreen will not calibrate. The customer contacted product support and requested for service repair. The biomed has attempted to perform a touchscreen calibration but receives a no touch detected message. Product support recommend ordering a touchscreen. The customer reported that the unit was in use on a patient, but there was no patient harm reported. The biomedical engineer replaced the touchscreen and resolved the problem. Patient information was requested from the customer, but no response was received.

Manufacturer narrative:
G4: 18mar2020 b4: (B)(6)2020. Correction to the patient code to no known impact to the patient. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 22jul2020. B4: 24jul2020. Failure analysis on the returned touchscreen shows that the customer's complaint was verified. Touch buttons failed to respond to on-screen corners (informational message arrows). All electrical testing is in specifications. A fault is found on this returned touchscreen assembly. The failure was caused by the manufacturing process leaving dead spots on the screen. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.